Event description:
Dopamine drip running on a syringe pump and the rn had adjusted the dose multiple times. The bp remained low. She went to change the dose one more time and found that the pharmacy label on syringe was wet. It was noticed that the syringe was leaking. The line was clamped and the syringe was taked out of the pump. At that point, it was noticed that the syringe was saved. Pharmacy was called. With new infusion, baby responded to dopamine (probably getting it infused for the 1st time).====================== manufacturer response for 10 ml bd syringe (used in medex 3500 syringe pump), bd======================the sales rep informed me that bd has a new policy where the sales rep no longer picks up these devices. Told we will be contacted for shipping instructions.